Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(6), product type: programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, the circumstances. That led to the stimulation turning off three times was the control box and not the internal box. It just stopped. The circumstances. That led to the device being 50-60% charged. But the controller stated. It was charged. Was it just quit charging. It was noted, the manufacturer representative went through diagnostics. The issue was been resolved.

Event description:
Additional information was received from the patient reporting they met with a manufacturer representative (rep) and confirmed the issue they were having with the device turning off sporadically is due to the controller being bad, the controller was sporadically turning stimulation off. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that for about the last week, occasionally ins "will cut out and will stop" (pt clarified stimulation), this has happened about 3 times a week. Pt has not noticed any consistency in times or charge levels of the ins when stimulation stops. The pt will be charging the ins and will be at 50 or 60 percent and the controller will say the ins is charged. Pt woke up this morning, went to see how much charge they had as they were hurting really bad, looked and stimulation was off. Pt had to push white button to turn stimulation back on. Pt inspected the recharger cord and plug and did not see any damage. Patient was asked to check for adaptive stimulation. Pt confirmed that the "check position" option on the controller was greyed out, therefore did not have adaptive stimulation programming. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient was advised to write down positions/what they were doing and battery levels when this happens for more information.